Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. The first medwatch report, (B)(4) (reservoir), has been reported under MDR # 3004209178-2016-53050.

Event description:
The customer called to report that she went to the emergency room on (B)(6) 2016 because as she was correcting with the insulin pump on (B)(6) 2016, her blood glucose reading went high. The customer took the set out and found a bent cannula. The customer changed the site and 2 hours later the device alarmed no delivery. On (B)(6) 2016 the customer reported feeling nauseated, lightheaded, was pale, and vomiting and went to the emergency room. The customer's blood glucose reading was unknown. The customer stated the event was resolved by a complete set change. The customer did not have the insulin pump to return. The customer's infusion set and reservoirs were replaced.